Event description:
Related manufacturer report numbers: 2017865-2021-27753, 2017865-2021-28876. During an in clinic follow-up, dislodgement of the right atrial (ra) lead, left ventricle (lv) lead, and migration of the device were observed due to twiddler's syndrome. The lv lead and the device were explanted and replaced to resolve the event. The ra lead was repositioned and remains implanted. The patient was stable and will continue to be monitored.